Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07287. Patient had both leads explanted and replaced with two new leads. Therapy has been restored. High impedances were resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07287. It was reported during an ipg revision on (B)(6) 2018, diagnostics revealed high impedances on one of the leads. Troubleshooting did not resolve the issue. The physician left the leads in the patient¿s ipg pocket site. As a result, the patient may be awaiting surgical intervention to address the issue at a later date. Both of the patient's leads are being reported because it's unknown which lead is liable.